Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the patient's right eye, the patient vision was still very blurry with lots of halos. The patient had the iol explanted. Another johnson and johnson iol (same model, different diopter, 20.5) was implanted as a replacement. There was no medical or surgical interventions and no patient injury. Planned interventions include follow-up with meibomian gland dysfunction od, epiretinal membrane (erm) od, band keratopathy od, and pseudophakia od. The patient's vision is clearing up and there is no pain. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that in the initial MDR report, it was inadvertently indicated that the replacement lens was of "20.5" diopter size which is incorrect. The information has been corrected in this supplemental MDR accordingly: section b5: another johnson and johnson iol (same model, different diopter, 21.0) was implanted as a replacement. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: mar 10, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned, and no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. No handpiece was received as part of this return therefore no product evaluation could be performed on the handpiece. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.